Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -5.50/+1.00/x081. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -5.50/+1.00/x081 diopter implantable collamer lens in to the patient's right eye (od). Excessive vault was noted one week post-op. A supplemental medwatch will be submitted when additional information is available. See MFR # 2023826-2015-01177 for left eye.